Event description:
It was reported by the affiliate that the (1) pph01 was used during a hemorrhoidectomy procedure. It was reported that the device would not staple and would not cut. The case was completed with another instrument with no consequence to the pt.